Event description:
It was reported that cgm displayed error 42 and sensor issue was noted. There was no reported impact to the customer¿s blood glucose level. Technical support guided pump reset, confirmed error did not reappear, and advised caller to wait 20 minutes before starting sensor session, which caller understood and acknowledged.